Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that when the tubing is placed on the pump, everything is alright, then validation of the parameters is alright, the start of the purge is alright, then after 2 minutes the pump rings and the alarms detect an occlusion. The reported issue occurred just before use with the patient. No clinical consequences except that the patient did not have the optimal analgesia. The pump was changed.